Event description:
Right hip revision surgery was performed due to hip pain and other complications. In his operative note the surgeon reportedly described metallosis, elevated cobalt and chromium levels and pseudotumors.

Manufacturer narrative:
It was reported that a bilateral patient¿s right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. It is unknown if the reported elevated cobalt and chromium levels remained at the same levels following revision of the left hip. The revision operative report noted continued pain, discomfort, tightness and fullness involving this hip. Intraoperatively, large amounts of what appeared to be ¿dark and brown granulation synovium and debris¿ were found. Multiple alvals were noted to be removed. The reported intraoperative findings of stained tissue, debris and alvals are consistent with findings associated with metal debris; however, root cause of the reported pain, discomfort, fullness, tightness, alvals, stained material, and previously noted elevated cobalt and chromium levels cannot be confirmed. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.